Event description:
It was reported that an ilet user experienced hypoglycemia with a lowest cgm value of 55 mg/dl after extended physical activity in the garden and treated the low with a small amount of orange juice before confirming she was stable enough to announce a typical lunch; no device malfunction was identified, and device component involvement was not determined. Symptoms included shaking/tremors. Outcomes included no health consequences or lasting impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.